Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui stent graft system was implanted in patient for endovascular treatment of a 50 mm abdominal aortic aneurysm. Calcification was noted. It was reported during the index procedure after the aui stent and extension limb was deployed successfully the final angiogram identified a significant type ia or type iii endoleak. As there was some room to extend an aortic cuff was deployed. A repeat angiogram was performed however the endoleak was still present with no improvement noted. A reliant balloon was then inflated in the proximal attachment with the pigtail in the body of the graft. Another angiogram was completed which confirmed the endoleak was a type iiib. A 24 mm limb extension was used to bridge the proximal attachment to the limb excluding the suspect area of the type iiib endoleak. Per the physician the cause of the type iiib endoleak cannot be determined but commented that there appeared to be a breach in the mid graft body that the calcified anatomy may have contributed to. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the reported endoleak seen immediately following implant was confirmed; however, the exact cause/source of the endoleak could not be determined from the still films returned. Lack of returned cines did not allow for a comprehensive assessment of the endoleak. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. A type iii fabric endoleak cannot be ruled out; this may have been caused by implanting within calcified anatomy. This may also have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. Additional information: the proximal aortic neck diameter measured 18mm with a length of 49mm. If information is provided in the future, a supplemental report will be issued.